Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a spinal fusion procedure with the surgery plan of six (6) screws on l4-s1 and two (2) transforaminal posterior atraumatic lumbar (t-pal) cages: one on l4-l5 and the other on l5-s1. During the procedure, when implanting the l5-s1 cage, the cage started to rotate earlier than anticipated. Suspicion is that applicator knob was slightly or unintentionally rotated during the hammering process. As a solution, the surgeon pulled back the cage to un-rotate it and re-tightened the cage to push it further to the front part of the vertebral body. The cage was managed to be put in the desired position. However, upon the release of the cage, the applicator knob was completely gripped. It is impossible to release the cage since the applicator knob could not be turned. The ring can be push down but could not unscrew the applicator knob at all, and it was completely stuck. The surgeon had to remove completely the applicator and the cage construct. At this point, the surgeon suspected of having done a small dural breach. The second advanced t-pal applicator was assembled and to test if it was properly working and releasing the cage prior to giving it to the surgeon. The cage was re-positioned and at the moment of releasing the implant, the same problem occurred: the applicator knob was gripped as well. Upon forcing, it could finalize the rotation of the knob. However, the surgeon struggled considerably to remove the applicator and release the cage. It was unknown if this was due to the angulation, to the difficult anatomy of the patient or else. As a result of the numerous movements that had been performed to release the instrument from the cage, a large dural breach was made. A duraseal glue was used to fix the dural breach and it seemingly worked well. For the l4-l5 cage, a third t-pal advanced applicator was used. When testing it on the table, prior to giving it to the surgeon, the applicator knob of this third applicator got completely stuck. At this point, the advanced t-pal applicator was not used and the standard t-pal applicator was used, that was kept just in case. After the surgery, the three (3) advanced t-pal instruments were tested, and the friction can be felt when assembling the applicator knob. Inserting and releasing the applicator inner shaft was difficult and it could be seen how the applicator knob was getting blocked when attempting to release the cage. It was noted the friction experienced with the new instruments seemed abnormally high. The procedure was not completed successfully, and the surgeon renounced to correct the lordosis of the patient. The surgeon was not sure whether a second surgery would be needed. At this stage, there is no information that an additional surgery has been scheduled. There was a thirty to forty-five (30-45) minute surgical delay. Patient outcome was unknown. Concomitant devices: t-pal cage (part/lot unknown, quantity 1); advanced applicator inner shaft (part 03.812.521, lot l916575, quantity1); advanced applicator outer shaft (part 03.812.520, lot l954903, quantity 1). This report is for an advanced applicator outer shaft. This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history part: 03.812.520, lot: l954903, manufacturing site: hägendorf, release to warehouse date: 05 oct 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Investigation summary: parts were forwarded to the responsible product development center for evaluation. Summary customer returned ten (10) parts. All returned parts are in a sound condition and show normal signs of usage. The threads of the two knobs and four applicator outer shafts which are alleged to cause the reported malfunction show also normal signs of usage. The review of the device history record revealed that these instruments were manufactured according to the specifications (03.812.521 in oct 2018, 03.812.520 in oct 2018, 03.812.004 in may 2017), there were no issues during the manufacture of these products, which would contribute to this complaint condition. As confirmed by the responsible sales consultant, the user did not lubricate the parts according to the disassembly assembly instruction. It can be assumed that the missing lubrication caused the jamming of the applicator knob. The sales consultant also confirmed that after this complaint the sterilization department personnel of the involved clinic was retrained on the disassembly and reprocessing instructions, therefore no further investigation will be performed. Based on the information received the complained malfunction could be traced back to an inappropriate reprocessing; the recommended lubrication after the cleaning process was not carried out properly. X-ray assessment: the issues described in the complaint may not be reflected in the images, especially those issues related to the surgical action/maneuver. What can be said from the images are pedicle screws inserted into three levels of vertebral body and interbody cages were in two levels of disc spaces. The applicable risk management document was reviewed and found to adequately address this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.